Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia attributed to inaccurate dexcom g7 sensor readings, with the pump displaying 227 mg/dl while a fingerstick measured 271 mg/dl; the sensor had been in place for three days, prior calibrations did not resolve the discrepancy, and the user planned to replace the sensor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were provided, including guidance to calibrate and to replace the sensor if inaccuracies persisted; no sensor alerts were noted. Investigation of this case revealed an unclear cause of hyperglycemia with suspected sensor inaccuracy, potentially related to sensor placement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.